Event description:
The customer reported that the subject device was burnt on the tip while in use during a laparoscopic cystectomy procedure. The surgeon saw this and asked for a new device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the teflon pad was found to be severely worn, separated, burnt, and missing a portion which exposed metal in the middle portion. This report is being submitted for the malfunction found during evaluation (tissue pad partial separation).

Manufacturer narrative:
During inspection and testing, the teflon pad was found to be severely worn, separated, burnt, and missing a portion which exposed metal in the middle portion. Minor shavings of the teflon pad were also identified. There was tissue build up located near the distal end. A review of the device history record found no deviations that could have caused or contributed to the tissue pad being intensively worn. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was intensively worn because the grasping section was closed without grasping anything while output in seal & cut mode was activated, (including after tissue resection) causing the tissue pad to wear intensively. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.